Event description:
It was reported by an ER physician that the patient was admitted to the hospital for lethargy possibly related to the vns. No further relevant information has been received to date.